Event description:
Customer reported the end user experienced a fluid/pressure leak while using the 8fen tracheostomy tube. The pt is ventilator dependent, and it was noted that the pt's volumes and pressure decreased. No pt harm was reported.